Event description:
According to the reporter, during a laparoscopic procedure, it was reported that the surgeon was not able to press the green button and squeeze the handle, hence the stapler did not fire. A new reload was then used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.